Event description:
It was reported that the patient experienced urethral hemorrhage and perineal pain with the ams 800 artificial urinary sphincter. The entire device system was removed after urethroscopy showed urethral erosion. The patient status post procedure was reported to be stable. Additional information received stated that the patient is in healing time and will wait 90 days before getting a replacement device.